Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark on a probe tip that came into contact with a grasping section. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was worn away, a part of the tissue pad was broken. The broken tissue pad was returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) activated output while the grasping section is closed without contacting tissue (including the case of after tissue is transected). This caused the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. 2) the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. This caused the probe tip and the grasping section came into contact. 3) kept doing activated output while the probe tip and the grasping section came into contact. This caused the probe tip was applied a load and an error occurred. Also, the contact between the probe tip and the grasping section caused mark. 4) the peeled tissue pad was partially missing because the pad added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic ovarian cystectomy, the subject device was used. At the first output, an unspecified error occurred and the tissue pad of the subject device was burned and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.